Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that multiple attempts to obtain the complaint product for analysis were unsuccessful. If product is returned or information provided at a later date, the file will be updated accordingly. Multiple attempts to obtain the complaint device 4 mm x 39 mm enterprise®2 stent (encr403912 / 7273303) for analysis were unsuccessful. If product is returned or information provided at a later date, the file will be updated accordingly. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the lot 7273303. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. With the information available and without the complaint product available to be returned for analysis, the reported issue documented in the complaint cannot be confirmed through functional evaluation and analysis. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00537 and 3008114965-2023-00538. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). The initial reporter email address was not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Pending mre review. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 7273303. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00538. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a stent assisted aneurysm embolization procedure, the complaint stent, a 4 mm x 39 mm enterprise®2 stent (encr403912 / 7273303) was impeded in the distal end of the concomitant microcatheter, a 150cm x 5cm prowler select plus microcatheter (606s255x / 31000496) and could not pass through. The physician tried to withdraw the stent, but it was stuck in the microcatheter and could not be retracted. The physician removed the stent and the microcatheter from the patient¿s anatomy and switched to new devices to complete the procedure. There was no report of any negative patient impact. On (B)(6) 2023, additional information was received from the cerenovus sales representative. The information indicated that the location of the aneurysm being treat was the left communicating artery. When the stent was removed from the patient, it was still on the delivery wire. There was no damage noted on the stent of stent delivery system. Nothing unusual was noted about the system prior to use. An adequate, continuous flush was maintained through the microcatheter. No other device went through the microcatheter before the stent was used. There were no kinks or other damages observed on the microcatheter. The replacement stent was another 4 mm x 39 mm enterprise®2 stent (encr403912) and the replacement microcatheter was another 150cm x 5cm prowler select plus microcatheter (606s255x). There was no patient injury or complication due to the reported issue. There was no clinically significant delay in the procedure as a result of the reported issue.